Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the roller tubing, mixer motor, sample probe, sample syringe, , buffer valve and the wash valve to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter the generation of erroneously high na (sodium), cl (chloride) & k (potassium) patient results on their au480 analyzer. The high results were not reported outside of the lab. There were no reports of qc issues during the event. There were no reports of qc issues during the event.